Event description:
It was reported that foreign matter, appearing dust-like in nature, was found between dressing and release paper of the dressing. No patient involvement was reported.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No additional event details have been provided to date. Should additional information become available a follow-up report will be submitted.